Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the operating currents were within specification and no unexpected blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported that the display on the insulin pump was blank when she woke up. Customer reported that she experienced high blood glucose of 527 mg/dl; treated with manual injection. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the batter; the display did not return. Nothing further reported.